Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. As received, the monitor would not power on. Upon evaluation, there was extensive damage on the computer/analog (ca) board and the f600 fuse was open. The cause of the damaged pcb and open fuse was the 12 v shorted through ca pcb. The root cause of the short was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.